Event description:
It was reported that the neck holder hole on the pediatric tracheostomy tube collar was broken. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: updated. G4: updated. H3 and h6 codes: updated. One (1) used sample was received for evaluation. A lot of history review was conducted, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection revealed that the flange eyelet was torn, with an irregular and uneven tear pattern observed. The reported customer issue was confirmed. However, based on the available evidence, the probable root cause could not be determined.